Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient (bd employee) had a bard PICC placed following surgery several months ago. She was hospitalized this past week after becoming septic and is currently in the hospital. She is waiting confirmation that infection began at the PICC line. Tests confirmed that the PICC line is dislodged and will need to be removed.